Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. As troubleshooting, a new bubble sensor was provided. The new unit was tested and found to be aligned with all specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a essenz bubble sensor which could not properly functioning. There was no patient involvement.